Manufacturer narrative:
Refer to MDR report number 2015691-2015-03525 for additional information. The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 29mm bioprosthetic valve in the mitral position via valve-in-valve procedure. The 29mm disabled bioprosthetic valve was implanted for approximately six (6) years, ten (10) months at the time of the valve-in-valve procedure. The reason for valve-in-valve intervention was due to stenosis secondary to calcification. Both devices remain implanted.